Event description:
Greenfield filter inserted into right groin. The filter failed to open. A filter (simon nitional filter/bard) then inserted. In 2004 the greenfield filter was removed in interventional radiology.